Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic selective varices devascularization (esvd) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the band could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was found to have three bands, the teeth of the housing showed signs of damage. The handle doesn't have evidence that the trip wire was secured into the handle slot; however, the trip wire slack had not been taken up. No other problems with the device were noted. It was determined that the instructions for use (IFU) were not followed, as the failure to remove the trip wire slack can significantly impact the device's performance. Specifically, this may prevent the trip wire from functioning in coordination with the handle during band deployment once the ligator housing is installed in the scope. The damage observed on the ligator housing teeth suggests that excessive force may have been applied during use. This could be due to the technique used by the physician when inserting the device into the patient, potentially compromising the teeth and affecting the handle's functionality. Such handling may also have contributed to the damage and misalignment of the bands. Therefore, the most probable root cause of this complaint is failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the device analysis indicates that the trip wire slack wasn't taken up; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic selective varices devascularization (esvd) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the band could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 10, 2025: the anatomy location is in the esophagus. It was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic selective varices devascularization (esvd) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the band could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 10, 2025: the anatomy location is in the esophagus. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h2 (additional information): block b5, and block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on april 10, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.